Manufacturer narrative:
The device history report (DHR) has been received and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specifications. The customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation. However, based on the customer complaint description the issue could be related with cracked wye connector, according to the lot number provided the product manufactured before the corrective actions were implemented. For corrective and preventive actions see CAPA (B)(4).

Event description:
The event is reported as: "complaint alleges that the part of the circuit intended to connect to the neptune was cracked. There were 3 devices from the same box that were found cracked. The fourth circuit was ok." No pt injury reported.